Event description:
Customer reported an over infusion of maintenance fluids. Stated 1000ml infused over three hrs, the intended infusion rate was 75ml/hr. No pt harm or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Customer stated their internal investigation identified a crack in the membrane frame but they were unable to replicate the over infusion event. Stated the device event logs showed the device was programmed for 75ml/hr. The customer declined an investigation by customer advocacy. Customer stated that the product would not be returned because the devices were not sequestered.